Event description:
It was reported to medtronic minimed that the customer was passed away due to heart attack in home on (B)(6) 2025. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-862a. Troubleshooting was performed to get the customer deceased information from wife. Pump wasn't worn at the time of passing. Mmt-1884 was requested and returned for product analysis. No product return required for mmt-7040a. No product return required for mmt-332a. No product return required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 27-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date 27-dec-2025 in the pump history file and found 4 no delivery (7) alarms on 12/21/2025 (during bolus), 1 lost sensor 1 alert (780) on 12/24/2025, 1 pump error 23 on 12/24/2025, and 2 battou limit (6) on 12/24/2025. Pump was able to connect and pair with the guardian link 4 transmitter successfully as well as warm up with the green test plug. Unable to test for lost sensor alert due to not having the customers sensor. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 and battery out limit (6) alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The pump passed the functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.